Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m54397. Additional information was requested and the following was obtained: did the jaws eventually open? If no, how was the device removed from the tissue? Did the post-operative care change based on the event? Response received: when we received the complaint, the sales rep checked the device. The jaws could not open but there was no cartridge in the device. So the detailed information has to be checked with the surgeon. We have not got the detailed information so far. The analysis results of the ec60a device was received with the articulation mechanism damaged. Furthermore, the closing trigger and anvil were noted to be in closed position. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling the articulation bar was noted damaged. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a video assisted thoracoscopic procedure, the jaws of the device could not be opened. The indicator was in knife return condition. But when the surgeon squeezed the firing trigger, the indicator window did not change and the jaws could not be opened by compressing the release button. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.